Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use (nicked & gouged), also one of them is fractured on the lateral side of the post and another is fractured starting on the lateral side of the post running to the medial side of the post. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional; p/n: 42517000505, l/n: 63988243. Tibial articular surface provisional; p/n: 42517000505, l/n: 62419059. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04499.

Event description:
It was reported that the instruments were returned due to a fracture. Subsequently, not all pieces were returned. Attempts have been made and no further information has been provided.